Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that prior to pt use, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an 11-004 service alarm code. Though requested, no add'l info was provided.